Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the issue was unable to be replaced. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. The analysis was inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was not collecting registration points when attempting to register the patient with the registration probe. It was reported that the instrument was verified and tracking. Beeps indicating the initialization of registration could be heard from the navigation system but beeps for registration collection were not heard. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.